Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), product type catheter. Nformation references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump and catheter were removed due to an infection on (B)(6) 2018. No further complications were anticipated/reported.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: explanted: product type catheter .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provided reported the infection was first noticed on (B)(6) 2018. The cause of the infection was (B)(6) and the infection had been resolved. The patient's weight was (B)(6) lbs.